Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the entire device identified no kinks or damage along the shaft. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. A visual examination of the returned device identified that the proximal edge of the stent had its struts lifted upwardly and the stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 8mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned over the distal markerband. An examination of the tip section of the device identified to issues with its profile. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 24-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0x40x75cm express ld iliac / biliary stent was advanced but failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage and the stent moved on balloon.